Event description:
Customer reported her freestyle lite blood glucose meter did not respond to the test strips and because of this she could not get a reading. Customer further reported she was not feeling well and started to sweat, became confused and did not know what to do. A friend came over and insisted she go to the emergency room. Paramedics were called, provided glucose via an unknown route of administration and transported her to a local healthcare facility where she was diagnosed with hypoglycemia. Customer noted receiving additional treatment, but could not remember exactly what was done. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Meter did power on with insertion of returned test strips. A power issue with the test strip port was not observed. The complaint was not confirmed.